Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. The suspected device was returned for evaluation. Review of the event history log (ehl) shows no errors related to the customer complaint. The device was visually inspected and the lens, and downstream occlusion (dso) seal were found damaged and bent battery contacts. The service history review had no indication that the complaint was related to a service of the device within the review period. The customer reported issue was confirmed. The lens light emitting diode (led), door battery, stabilizers were replaced and additionally the dso seal was replaced. The device passed all functional testing after repair.

Event description:
The customer returned the device stating, "the lens was damaged, and the battery contacts were bent during testing". During device evaluation it was found the lens, downstream occlusion (dso) were damaged, and battery contacts were bent.